Event description:
It has been reported that the 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc has been found experiencing two occurrences of deformed catheter tips before use. The following has been provided by the initial reporter: it was reported that catheters were sheared over the bevel edge of the needle. Per email: my customer notified me of 3 different iagbc catheters in the emergency department that when opened had the catheter sheered over the bevel of the needle. Two of them were 20ga reference number(B)(4). Lot numbers 9116754 and 8310635. I went down to the department where they had these issues to ask around to other nurses to see if they had similar issues and no one seemed to have any trouble with the catheters. None of these catheters were placed in patients and no patients were harmed by these products.

Manufacturer narrative:
Correction: additional information received. Updated information, rationale, and reportability. Complaint no longer reportable. This MFR. Report # 1710034-2019-00938 is void. H3 other text.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9116754. Medical device expiration date: 2022-04-30. Device manufacture date: 2019-04-26. Medical device lot #: 8310635. Medical device expiration date: 2021-10-31. Device manufacture date: 2018-11-06. Initial reporter facility: the user facility address is not available, the corporate headquarters information was used instead. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc has been found experiencing two occurrences of deformed catheter tips before use. The following has been provided by the initial reporter: it was reported that catheters were sheared over the bevel edge of the needle. Per email: my customer notified me of 3 different iagbc catheters in the emergency department that when opened had the catheter sheered over the bevel of the needle. Two of them were 20ga, reference number (B)(4). Lot numbers 9116754 and 8310635. I went down to the department where they had these issues to ask around to other nurses to see if they had similar issues and no one seemed to have any trouble with the catheters. None of these catheters were placed in patients and no patients were harmed by these products.